Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Patient with modest arteriosclerosis. The physician attempted to use a powercross balloon for treatment of stenosis of the tibialis posterior. Beginning of inflation of balloon delayed - pressure manometer was used. During first balloon inflation at about 12-14 bar, immediately pressure loss occurred. Leakage of the balloon at the distal end was reported. Nothing was left in the patient. They removed the defect balloon an used another device of the same size, which worked without any problems. Evaluation summary: the powercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. The distal tip and balloon chamber were examined: no abnormalities or deformities were noted. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid was observed exiting the distal tip. A 0.018in guidewire was loaded through the distal tip and exited the proximal hub with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times: a vacuum could not be maintained due to air bubbles being pulled into the syringe. The balloon chamber was inflated using a 10cc water filled syringe attached to the balloon luer lock on the y-manifold: a pinhole leak was noted in the dis tal third of the balloon chamber.